Event description:
On (B)(6) 2012, customer reported a clear liquid leak under the act diff analyzer due to the white blood cell (wbc) bath overflowing. The amount of fluid spilled was unknown. The leak was not contained within the instrument, and was found on the counter. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and cleaned and flushed the wbc bath drain line. Fse noted that the line was blocked by debris. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).